Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard mesh (bard flat mesh) on (B)(6) 2011 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st and bard mesh (bard flat mesh) on (B)(6)2011 and/or (B)(6)2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per op notes, ¿the omentum was noted to be incarcerated and adhesed. Adhesions were lysed and incarceration was released. The hernia was identified. A ventralight st mesh (device 1) was placed and secured to the abdominal wall with sutures. The edges were tucked to the wall with sorbafix.¿ (B)(6)2018 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent laparoscopic repair with implant of bard flat mesh (device 2). Per op notes, ¿an incision was made to the left of the umbilicus. A large indirect left inguinal hernia was identified and reduced. A bard flat mesh (device 2) was placed into the left preperitoneal space and covered the indirect hernial defects as well as the direct and femoral hernia defects. A much smaller indirect right inguinal hernia was identified and it was repaired with a brad flat mesh (device 2) in the same manner. The umbilical hernia sac was identified and excised to the left periumbilical incision. The fascial umbilical defect was primarily repaired with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d.6a (date of implant), g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned